Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed at 0 vdc. The share log was not reviewed because there is no data in the cloud. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device requested the sensor code during a sensor session. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined.